Event description:
Additional information was received and it was reported that the patient had an inflammatory mass. The patient had symptoms of intermittent thoracic and lower extremity paresthesia.

Event description:
It was reported that the patient experienced intermittent thoracic and lower extremity weakness due to a possible inflammatory mass. The patient also had upper extremity tingling with bolus activation. On (B)(6) 2014, an MRI with contrast revealed a possible granuloma. The event was related to the drug, related to the device or therapy and not related to the implant procedure. The device system was used to deliver fentanyl 450mcg/ml at 250.03mcg/day, bupivacaine 30mg/ml at 16.668mg/day and baclofen 400mcg/ml at 222.25mcg/day. It was later reported that the patient was in the hospital on (B)(6) 2014 to have a catheter replacement and went home the following day. It was later reported that as of the (B)(6) 2014, the patient outcome was resolved without sequelae.

Manufacturer narrative:
Additional information/evaluation summary: the catheter was returned for analysis. Analysis of the catheter found ¿no significant anomaly ¿ dried drug or blood occlusion¿. Photo taken prior to decontamination showed the proximal and distal sets of dispensing holes to be free of any dark foreign material. It was noted during analysis that the intrathecal segment of the catheter was ¿partially occluded ¿ able to break loose¿. No leaking of the catheter was found.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).